Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome in both eyes. A brief description of the event says that patient noticed increased in photophobia in the last 48hrs. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity. Patient mentioned that he read online that this can happen after all laser lasik and that he can get a prescription of eyedrops to help the symptoms. A prescription of predforte opthalmic suspension to use in both eyes four times a day for 1 week was given and was instructed to call center if no improvement in symptoms over next 72 hrs are noted. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.00 x -.50 x 163, left eye pre-op 20/20 -4.25 x -1.00 x 172.